Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed from the evaluation. The unit received without the 6in transitional member. The evaluation showed that the base handle was closed without 6in transitional installed and deformed hole. The 6in transitional teeth, adjustment wrench thread, shock cushion, and 1/4in pin are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the arm on mayfield ultra base unit (a2101) would not lock. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.